Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via crts (customer response tracking system) regarding a (B)(6) female patient receiving 450.0mcg/ml fentanyl at 189.0mcg/day and 5.0mg/ml prialt (ziconotide) at 2.100mg/day via an implanted infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient reportedly had a spinal surgery "last week" ((B)(6) 2015) and during the procedure the catheter was cut. A manufacturer's representative reportedly came to turn the pump to the lowest dose (during the week of (B)(6) 2015). Follow up was being conducted to confirm whether the manufacturer's representative had previously reported the event, and when they were made aware of the date, what actions/interventions were taken to resolve the catheter issue, and whether the catheter issue was resolved. If additional information is received a follow up report will be sent.